Manufacturer narrative:
Corrected information was provided in d4 (serial number). Upon review, the section d serial number has now been updated. Corrected information was provided in d10 (concomitant product). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e1 (facility details). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. B5 is being updated to include new and corrected information that was not included in the initial report. The revised b5 provides a complete event narrative. Recaptured codes on h6 (health effect - impact code). H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of access site adverse event/major bleed was unable to be determined as limited clinical details were provided and no product was returned for review.

Event description:
An impella 5.5 was inserted surgically via left axillary/subclavian artery access in a 76-year-old male patient for acute myocardial infarction, cardiogenic shock, and severe lm trifurcation disease in which patient was intubated, impella cp placed, and pci was done. While in ICU on impella cp support, intermittent placement/positional signal alarms were observed despite imaging confirmation of appropriate pump position and expected device performance for which the patient remained stable (B)(4). Later the same day, due to subsequent clinical deterioration, the patient required escalation of therapy and underwent placement of ECMO and impella 5.5 device followed by explant of impella cp device. The patient¿s clinical state prior to initiation of impella 5.5 support was documented as scai shock stage e. Prior to ECMO cannulation, a heparin bolus was administered followed by impella 5.5 left axillary cut down. Following ECMO/impella 5.5 implant procedure, the patient was transferred to the ICU on support. The next day, bleeding was noted at the impella 5.5 surgical access site. A drain was placed, 2 units of blood and platelets were infused, and a pressure bag was applied. The bleeding stabilized without a drop in hemoglobin. The patient outcome was reported as stable. The impella access site bleeding is consistent with known procedural risks associated with surgical cutdown for axillary artery insertion as well as administered systemic anticoagulation. After 11 days of support the pump was weaned and explanted. The patient has survived.

Manufacturer narrative:
Additional information received. There was minimal bleeding from the cutdown site of the 5.5. The physician placed a drain. 2 units of packed red blood cells were given; it never dropped below 8 and there was no sudden decrease attributed to the impella site. Platelets were also administered for platelets less than 100. H6 health effect - impact code was updated to reflect additional code. D6b explant date added.

Event description:
An impella 5.5 was inserted surgically via left axillary/subclavian artery access in a 76-year-old male patient for acute myocardial infarction, cardiogenic shock, and severe lm trifurcation disease in which patient was intubated, impella cp placed, and pci was done. While in ICU on impella cp support, intermittent placement/positional signal alarms were observed despite imaging confirmation of appropriate pump position and expected device performance for which the patient remained stable. Later the same day, due to subsequent clinical deterioration, the patient required escalation of therapy and underwent placement of ECMO and impella 5.5 device followed by explant of impella cp device. The patient¿s clinical state prior to initiation of impella 5.5 support was documented as scai shock stage e. Prior to ECMO cannulation, a heparin bolus was administered followed by impella 5.5 left axillary cut down. Following ECMO/impella 5.5 implant procedure, the patient was transferred to the ICU on support. The next day, bleeding was noted at the impella 5.5 surgical access site. A drain was placed, and a pressure bag was applied. The bleeding stabilized without a drop in hemoglobin. The patient outcome was reported as stable. The procedure outcome and survival outcome at explant were unknown at the time of reporting, as the patient remains on support. The impella access site bleeding is consistent with known procedural risks associated with surgical cutdown for axillary artery insertion as well as administered systemic anticoagulation. This impella 5.5 device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella cp.

Manufacturer narrative:
D6b: explant date is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate